Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for a pleural effusion and a cardiac ablation. Per the patient¿s pdrn, the events were unrelated to the performance of pd therapy and/or any fresenius device(s) or product(s). Cardiac disease is a major contributing factor in the formation of pleural effusions. Therefore, based on the information available, the liberty select cycler can be disassociated from the events, as there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction is associated with the hospitalization or events.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy was hospitalized due to a pleural effusion and cardiac ablation. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the cause of the pleural effusion was attributed to the patient¿s significant cardiac comorbidities. Ccpd therapy continued while the patient was hospitalized without issue. Per the pdrn, the events were unrelated to pd therapy and / or any fresenius product(s) and / or device(s).